Event description:
The customer reported that the software and tooltip display do not reflect saved action. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the software and tooltip display do not reflect saved action. No pt harm was reported. The user made a change in enteral feeding additions and reported that the change is not consistently reflected on the icip display. Philips will report this issue in an abundance of caution. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.